Event description:
The customer reported that there was a problem with the paddles. There were no other details provided. No reports of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.